Event description:
During an in-clinic follow-up, increased capture threshold, decreased sensing and decreased pacing impedance was observed on the right ventricular (rv) lead. The patient reported experiencing discomfort during the testing. Fluoroscopy was performed and pericardial perforation was observed. The lead was explanted and replaced to resolve the event. No additional intervention was required to resolve the perforation. The patient was stable and continued to be monitored.